Event description:
(B)(4) - it was reported by the consumer that the leo-3b scooter when he went over gravel or bumpy sidewalks that the seat strongly vibrated to the point that his knees and back were hurting.